Event description:
Per the clinic, the patient experienced poor performance with device use and was treated with steroids (type and date not reported).

Event description:
Per the clinic, the device has been explanted (specific date not reported).